Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. Positive pressure was applied to the balloon, and a pinhole leak was noted approximately 7mm distal from the proximal markerband. A visual examination of the returned device identified that approximately 4mm of blade lift was noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous brachial vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta). The device was inflated twice. The first inflation was at 6 atmospheres for 30 seconds. During the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with the same device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous brachial vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta). The device was inflated twice. The first inflation was at 6 atmospheres for 30 seconds. During the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with the same device. There was no patient injury as a result of this event.